Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occured in australia. It was reported that the patient was hospitalized on (B)(6) 2025 due to an event where the infusion set failed to adhere properly. Upon admission to the hospital, the patient's blood glucose value was 25.9. The patient experienced symptoms of illness, including nausea. Ketone testing was performed, yielding a result of 3.4 mmol/l. During the hospital stay, insulin was administered via syringe. The duration of hospitalization was less than 24 hours. No further information available.